Manufacturer narrative:
Additional information (26-jun-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer. The customer proactively performed routine troubleshooting maintenance on the dimension exl with lm system. The customer did not centrifuge the samples according to the tube manufacturer guidelines. Hsc observed that the event is consistent with sample integrity issues, however this cannot be confirmed with the available data. The cause of the event is unknown. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00191 was filed 26-jun-2023.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding a falsely depressed loci high-sensitivity troponin I (tnih) patient sample result obtained on one sample on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.

Event description:
One (1) discordant falsely depressed loci high-sensitivity troponin I (tnih) patient sample result was obtained on one sample on a dimension® exl¿ with lm integrated chemistry system. The falsely depressed result was not reported to the physician(s). The same sample was reprocessed on an alternate dimension exl with lm system. The repeat result was higher than the falsely depressed result and was reported as the correct result to the physician(s). The repeat result correlated with previous results obtained from the patient. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed loci high-sensitivity troponin I (tnih) result.